Event description:
The customer called for help with her new breeze 2 meter. She stated that she performed a control test and received a result of 274 mg/dl. The normal control range was 95-130 mg/dl. No adverse events were alleged. Further troubleshooting of the system showed it to be operating as designed. No product will be returned.